Event description:
Baxter received a report from a baxter technician stating the bed exit was showing as normal call. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
The baxter technician found the software was not updated. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. The hrc technician arranged to get the software configured for the customer to resolve the issue. Although there was no injury associated with this event, if the reported issue were to recur it could lead to injury or death. Therefore baxter is reporting this complaint.